Manufacturer narrative:
The patient was brought into the clinic for an in office impedance check. The root cause of the reported clinical observations was not identified. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited a shock impedance measurement of 125 ohms. A review of the data showed the measurements have been between 100-125 ohms over the past three months. No adverse patient effects were reported.